Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and when the pump was energized, a system error 21502 flange sensor failure occurred. A review of the event history log (ehl) revealed flange sensor failure messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was related to a damaged mechanism flange assembly. The flange assembly was replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21502 flange sensor failure. The error was generated when the pump was plugged in and the syringe was loaded. This occurred in the intensive care unit prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.